Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, followed by the resumption of insulin delivery.